Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, three error codes were found in the event history but these are transient codes and were unable to be replicated during testing. The pwa board is likely the cause of the issue and will be replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Date of event: the event occurred in the week of 10/19.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was on a patient in a home when it came up with error code 46515 and stopped. There was no patient injury, but there was a delay in the therapy delivered. A smiths medical engineer advised that the pump be returned for a board replacement.